Manufacturer narrative:
Sientra complaint (B)(4). Sientra will not be able to perform a device evaluation since the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : discarded.

Manufacturer narrative:
Sientra complaint #: (B)(4). Investigational device [ide], no expiration date or date of manufacture available. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI and mammography detected rupture.